Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the patient is having knee pain. The surgeon will revise the bumper pad, bushes and circlip.

Manufacturer narrative:
The exact cause of the event could not be determined because further information such as pre- and post-operative ex-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. The rebushing procedure was completed successfully with no reported complications on the (B)(6) 2017. Device not returned.

Event description:
It has been reported that the patient is having knee pain. The surgeon will revise the bumper pad, bushes and circlip.